Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that they could not connect the pads cable to unit to perform testing. There was no patient involvement.